Manufacturer narrative:
The product was not returned to the MFR for evaluation.

Event description:
The device was used during an unspecified procedure on the bowel. The staples did not form properly. Th esurgeon manually sutured to complete the procedure. No pt was reported.